Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not performing as expected. The cylinders were removed and replaced. There were no patient complications.